Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was unable to reach the target location due to dislodgement, along with an unstable location. The lv lead was implanted and remains in use. The patient is a participant in the adapt response clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.